Event description:
It was reported that a pt received a radiation burn due to an exposure to an alleged large dose of radiation during an electrophysiology exam. The extent of the burn is unk at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.